Event description:
A peritoneal dialysis patient reported a leak associated with a cycler set during pd treatment. In a follow up, the patient explained that all the cassettes were from the same lot number. The first one there was a leak noted from the cassette during set up, so the patient got a new set and then the patient could not get the machine to "accept" the cassette while trying to set up. The third cassette, the patient was able to start treatment, but during dwell one it was noted that a little bit a fluid was dripping from the connector pin. The patient said there was no harm, intervention or adverse event associated with the pin leak. The patient decided to use sets from a different lot and has had no problems since. The patient is using the same cycler. The cycler sets were discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient reported a leak associated with a cycler set during pd treatment. In a follow up, the patient explained that all the cassettes were from the same lot number. The first one there was a leak noted from the cassette during set up, so the patient got a new set and then the patient could not get the machine to "accept" the cassette while trying to set up. The third cassette, the patient was able to start treatment, but during dwell one it was noted that a little bit a fluid was dripping from the connector pin. The patient said there was no harm, intervention or adverse event associated with the pin leak. The patient decided to use sets from a different lot and has had no problems since. The patient is using the same cycler. The cycler sets were discarded.